Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to oversensing of noise, which resulted in multiple rounds of inappropriate anti-tachycardia pacing (atp). No additional adverse patient effects were reported. It is not expected to receive this product for analysis.